Manufacturer narrative:
Irn#: (B)(4). This incident took place in USA. The investigations are still ongoing. The analysis results will be transmitted to the agency via follow up report.

Event description:
#: (B)(4). This incident took place in USA. Supraclavicular nerve block being administered when block needle broke at the hub. Patient had to be taken to the operating room and needle excised under general anesthesia.